Event description:
It was reported that when powering up the external pulse generator (epg) that an error occurred, and the liquid crystal display output segments were "missing." The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that when powering up the external pulse generator (epg) that an error occurred, and the liquid crystal display output segments were "missing." It was further reported the display was not working properly. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of electrical specification; segments are missing. Upper and lower cases and both bail covers are broken. Keyboard, knobs, and heart wire contacts are contaminated. Ring bail is bent. Battery contacts are compressed. Cosmetic issue found on the serial number label.